Manufacturer narrative:
The 3rd party repair contractor performed a checkout of the system and advised that the expiration valve diaphragms were sticking together causing the reported issue. Ge healthcare product engineering confirmed that the diaphragms in question had been manufactured prior to 2012. The 3rd party repair contractor resolved the reported issue by changing out the old membranes and replacing them with new ones.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the expiration valve membranes stick together potentially causing excessive or prolonged pressure in the patient circuit. There was no report of patient involvement.